Manufacturer narrative:
Device remains implanted and in use.

Event description:
Patient was not feeling any stimulation from the system. This was ultimately resolved by adjusting the device settings, but prior to this the patient underwent an extra surgical procedure to determine whether or not the stimulation lead implant needed to be revised.